Event description:
A surgeon reported post-operative rod slippage of two oct straight rods following a traumatic event experienced by the patient. Fusion had begun. Revision surgery was performed where the rods were explanted. This report captures the first of the two rods.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. However, a review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. The yukon oct surgical technique was reviewed and the following relevant information was identified: 1. Adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. 2. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. 3. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Per email correspondence with sales rep, patient is very active, has a normal bone quality and fusion had begun when the event occurred. It is believed the patient was reaching or extending his neck post surgery, under a table and/or sink in the kitchen. Most likely cause of reported event is patient experiencing traumatic event.

Manufacturer narrative:
Device discarded by hospital.

Event description:
A surgeon reported post-operative rod slippage of two oct straight rods following a traumatic event experienced by the patient. Fusion had begun. Revision surgery was performed where the rods were explanted. This report captures the first of the two rods.